Event description:
Rptr indicated that pt was last seen in 2000. Pt was programmed 2/20/250/7 on, 1.1 off, but when pt was seen on 8/2001 pts settings were 0/30/500/30 on, 10 off. Rptr indicated that site believed that the device was reaching end of service due to the length of time it was implanted and the fact that the pt has been on rapid cycling for more than one year. Further investigation revealed that in a 2000 office visit, the site performed a pre-implant test but failed to interrogate the device as their last step. The generator automatically sets the parameters to nominal settings following a pre-implant test. The device was not at end of service.